Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the after changing the new battery the insulin pump did not turned on. Customer¿s blood glucose level was 109 mg/dl. Customer did received low battery and after changing battery issue was persist. Belt clip was damaged. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.